Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had loss of capture after aortic valve repair. The lead was confirmed to have dislodged via x-ray. The lead was revised and repositioned remaining in use. It was further reported that the right ventricular (rv) lead had a slight increase in threshold after aortic valve repair. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.